Manufacturer narrative:
The failed sample was returned to vygon for device evaluation as part of the complaint investigation. The complaint investigation is currently in process, and the results will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Catheter started leaking at junction of catheter and wings.

Event description:
Catheter started leaking at junction of catheter and wings.

Manufacturer narrative:
The complaint has been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. The returned sample had been cut off approximately 1 cm distal the wing. When flushing the catheter, it was leaking at the wing when using the green lumen. Microscopic examination showed a small break in the catheter. A rough surface was visible, which is typical for a tensile breakage. As each catheter is leak and flow tested before packaging and the catheter worked well for 29 days, we can exclude a manufacturing defect. This is the second complaint for the involved batch no. And the 3rd complaint regarding catheter leakage on code 1252.232g within the last 3 years.